Manufacturer narrative:
Additional information: investigator assessed event is possibly related to device. Sponsor assessed event is not related to device or anti-platelet medication. It is reported that event is not related to myocardial infarction or mi of the target lesion lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 12 months post procedure, patient suffered heart failure with reduced ejection fraction which was treated with medication. It is reported that event is related to myocardial infarction. Investigator assessed event is causally related to the device and antiplatelet.